Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(6) on (B)(6) /2021, it was noticed that the health impact code of "f19 (surgical intervention)" was incorrectly reported in the 3500a initial medwatch report. The correct code for the reproted event is "f15 (recognized device or procedural complication)" there was no surgical intervention rendered during this procedure.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No bwi product malfunctions nor immediate patient consequences were reported from the procedure. After the procedure, the physician was told the patient was having shortness of breath, and a mild pericardial effusion was confirmed by echocardiogram. Pericardiocentesis was performed to drain the fluid (unknown amount). The patient was reported in stable condition and stayed overnight for observation purposes. Extended hospitalization was not required. Patient had fully recovered from the issue. Physician believes the issue might have occurred due to the transseptal access being a little too posterior. Transseptal puncture was done with a brk needle. The physician did not mention any relationship between the bwi product and the adverse event occurrence. No bwi product malfunctions were reported. There was no evidence of steam pop during the ablation. Thermocool® smart touch® sf bi-directional navigation catheter irrigation settings were used (8-15ml/min). The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range: 3mm, time: 3 sec, force over time (fot) 3g 30%, 3mm tag. Tag index was used as coloring option.